Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) using an extension set. The cause of the peritonitis was unknown. Treatment was not reported. Pd therapies were discontinued. At the time of this report, the patient had not yet recovered from the event of peritonitis. This is the same patient as (B)(4). This is report 4 of 5.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers h12k14088, h12i19015, and h12i19015 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.